Event description:
It was reported that it was noted post-operatively that there was no capture or sensing on the right atrial (ra) lead. While programmed to unipolar pacing ventricular capture was noted at maximum output. Fluoroscopy confirmed the lead had dislodged. The lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).